Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a diabetic ketoacidosis. The customer was wearing her insulin pump at the time of the emergency room visit. On (B)(6) 2014, the customer passed out while driving and ran into a parked vehicle. She was awakened with the paramedics transporting her to the emergency room. She was wearing her insulin pump at the time of the accident. Her low blood glucose level event was due to not eating enough. The customer left the emergency room without being seen. She made frequent trips to the emergency room in (B)(6) 2014 because she had black outs and seizures. In (B)(6) 2015, she had a low blood glucose level event of 24 mg/dl or 34 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.